Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Visual examination showed that the hub was detached and missing. Additional damage was found in the form of kinks and damage to the catheter shaft. The kink was 10cm from the strain relief. The shaft was broken and stretched at 31cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A runway al2 guide catheter was selected for use. During advancement, the sheath of the runway was kinked. The physician tried to remove the runway, however, separation was noted. Nevertheless, the runway was successfully removed from the patient's body. The procedure was completed with another runway. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A runway al2 guide catheter was selected for use. During advancement, the sheath of the runway was kinked. The physician tried to remove the runway, however, separation was noted. Nevertheless, the runway was successfully removed from the patient's body. The procedure was completed with another runway. No patient complications reported and the patient's status is stable.